Manufacturer narrative:
On 18-oct-2025, the user informed senseonics that the system was displaying results different from glucometer measurements. Based on the initial escalation analysis, a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. Upon receipt, visual inspection showed that the sensor was broken into two pieces, and all pieces were returned to senseonics. In-house testing could not be performed due to the fractured condition of the sensor. Sensor fracture is typically associated with excessive force applied by removal clamps or grasping an extremity of the sensor. In some cases, tissue encapsulation at the insertion site may obstruct removal, which may lead the hcp to apply excessive force and increase the risk of sensor fracture. A review of in-vivo raw sensor data showed optical instability in all four channels, which likely contributed to the observed inaccuracies.as part of the resolution, the user was offered a sensor replacement. B4.date of this report 16 jan 2026. G3.date received by the manufacturer? 16 jan 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.